Event description:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx, indicating a problem with co2 calibration. The device was in use at the time of the event; however, there were reportedly no patient harm. The reported issue of spot calibration errors for co2 was resolved through spot calibration work, with the equipment confirmed to be functioning correctly after obtaining consent from the equipment's responsible person. Based on the available information and testing conducted, the cause of the reported co2 calibration errors remains unknown. Based on the available information and the results of additional analysis, we have initiated further action. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The resolution involved performing spot calibration work and confirming the equipment's proper functionality. The investigation concludes that no further action is required at this time, but if additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Updated summary and grids.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a problem with calibration of the co2.